Event description:
During priming of the device for a cardiopulmonary bypass procedure, it was reported that the device was sitting powered off overnight, the small tank drained down to the side outlet. When the perfusionist returned to set-up the next morning, there was air in the lines. The device was cycled to purge the air out of the lines. The device operated according to the procedure. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.